Event description:
Reporter indicated that the pt's battery is nearly depleted. The pt's mother elected against device re-implant. Physician indicated that "diagnostics indicated the battery was not connected." System diagnostics yielded high lead impedance indicating a potential lead discontinuity. Revision surgery is not likely due to adverse events experienced during initial surgery.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.